Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the white twist clamp. The reported condition was verified. The cause of the condition could not be determined; however over-torqueing the white twist clamp or forcing off the threads of the main body could cause the occluder feet to break. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve of the minicap transfer set was broken. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.